Event description:
A malfunction alarm was reported by a customer, with a code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the device, so technical support provided information on how to reset the pump, which successfully resolved the issue without recurrence. The customer was instructed to monitor for any future malfunctions and contact support if needed.